Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 2 months after the implantation the patient presented in emergency due to delivered shocks, which were inappropriate. Therapies were turned off and the patient was scheduled for lead extraction. Several other episodes of oversensing were stored in the memory. Thresholds and impedance measurements were appropriate. Oversensing was reproducible by moving device in pocket. It was decided to exchange the lead. The lead has not been returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The clinical finding of intermittent over sensing of low-amplitude noise can be confirmed from the data received with the lead. The insulation of the lead was carefully investigated. Signs of abrasion were observed along the lead body. In the connector area, between yoke and is-1 connector pin, the insulation was found damaged. It is assumed that this damage has caused the noise mentioned in the complaint description. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to strong mechanical forces in the pocket area. The analysis did not reveal any sign of a material or manufacturing problem.